Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient experienced muscle stimulation, and the lead exhibited high impedance and an apparent fracture. The lead was capped and replaced. It was also reported that there may have been a lead insulation issue based on impedance. No patient complications have been reported as a result of this event.